Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter's display was cloudy. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began on an unknown date in (B)(6) 2002. The mss notes that the onetouch ultramini meter was only first manufactured in 2007, therefore it is not clear how the issue with the ultramini could have happened in 2002. The patient reported she manages her diabetes with insulin. The patient reported that she made no changes to her diabetes management as a result of the product issue, that she was able to continue testing and take insulin. The patient reported that a day after the issue began that she became "sweaty", as a result of the issue. The patient alleged that no treatment was received as a result of the issue. The cca noted that during troubleshooting, the patient was using the subject meter with no misuse, however the cca did note that the customer was advised not to keep alcohol swabs in meter case. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.